Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted into the 1st diagonal. Revascularization was performed during which a second resolute onyx des was implanted in the 2nd graft obtuse marginal (non target lesion revascularisation.) Approximately 4 months post index procedure and revascularisation, the patient experienced nstemi (non tvr) and underwent diagnostic cath and was treated with medical therapy. Cec adjudicated mi as non-q wave mi (vessel unknown), mdt extended historical spontaneous and adjudicated stent thrombosis as no event. The investigator and safety assessed that the event as not related to the index device or anti-platelet medication. The patient is recovered.